Event description:
It was reported that after having pulled out the two plastic sleeves of the tvt device, the surgeons noticed that the tvt mesh was not staying in place. It was not "hanging" to the tissues as usual. Tvt tape was moving freely, therefore, not allowing the ability to make proper adjustment under the urethra. The pt had to undergo a new surgery for the removal of a small piece of the tvt band.